Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a constant tone. The customer was advised to give the device a 2 hour rest. After the 2 hour rest, the customer called back to report that she fell off the bed and water splashed on the device, and then there was moisture between the screens and the display was blank. The customer had a low blood glucose level event of 50 mg/dl. The customer's blood glucose level was 270 mg/dl during the call. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with motor error alarms during the rewind due to a corroded motor home switch. Unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, unexpected restart, or no delivery tests due to the motor error alarm. No blank display, reset alarm, constant tone, beep or unexpected restart error alarm noted after battery change. The pump had moisture damage on the lcd board, a cracked case at the display window corner and a cracked reservoir tube lip.